Manufacturer narrative:
Covidien customer support engineer inspected the device and could not duplicate the alleged malfunction. The device passed extended self test.(B)(4).

Event description:
The customer reported stating that the patient was removed from the device due to a ventilator malfunction. The patient was not harm as a result of the event.